Event description:
On 14-jan-2021, kci quality engineering completed an evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system serial number (B)(6). On 14-aug-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 06-jan-2021, the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained regarding the activ.a.c.¿ ion progress¿ remote therapy monitoring system, kci's assessment remains the same; it cannot be determined that the alleged infections are related to the v.a.c.® drape utilized with the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The dressing lot number was not provided nor was product returned for evaluation. The activ.a.c.¿ ion progress¿ remote therapy monitoring system passed quality control checks before and after patient placement.

Manufacturer narrative:
Additional information for activ.a.c.¿ ion progress¿ remote therapy monitoring system serial number (B)(4): unique identifier (UDI) #: (B)(4). Device manufacturer date: 30-jan-2019. Other (code unspecified): v.a.c.® drape lot number was not available and the dressing was not returned. Based on information provided, it cannot be determined that the alleged infections are related to the v.a.c.® drape utilized with the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The dressing lot number was not provided nor was product returned for evaluation. V.a.c.® therapy was initiated on an infected chest wound and patient's clinical records noted a history of recurrent infections and antibiotic therapy. The patient also was noted to have extensive allergies to antibiotic therapy. A potential yeast infection was noted on (B)(6) 2020 and v.a.c.® therapy was placed on hold. Six days post removal of v.a.c.® therapy, a light growth of two types of bacteria were confirmed via cultures. It is unknown if the infections were present prior to placing v.a.c.® therapy on hold. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. Protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. If any signs of irritation or sensitivity to the drape, foam or tubing assembly appear, discontinue use and consult a physician. To avoid trauma to periwound skin, do not pull or stretch the drape over the foam dressing during drape application. Extra caution should be used for patients with neuropathic etiologies or circulatory compromise.

Event description:
On 07-dec-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the patient developed a yeast infection allegedly due to the v.a.c.® drape and v.a.c.® therapy was placed on hold. On 17-dec-2020, the following information and clinical records were provided to kci by the nurse: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system with v.a.c.® granufoam¿ dressing was applied to the patient's infected chest wound. Patient care plan included serial debridements as slough /fibrin present. On (B)(6) 2020, the nurse noted v.a.c.® therapy was placed on hold due to a "yeast appearing rash to peri skin." On (B)(6) 2020, they physician noted v.a.c.® therapy was "paused because of extensive skin irritation/cellulitis/fungus." Cultures were taken of the wound. The physician noted clinician "has been dressing the wound with dakin's [non-kci product] soaked gauze packing." The exudate type was noted as purulent and exudate color was noted as yellow, brown, green. On (B)(6) 2020, wound culture results noted "light growth of pseudomonas aeruginosa" and "light growth of staphylococcus aureus." On (B)(6) 2020, the physician noted cultures grew "light pseudomonas so [patient] was switched to acetic acid packing." The nurse noted the acetic acid dressing was used due to extensive allergies to antibiotics. The nurse reported the reaction was localized to the area directly below the v.a.c.® drape. On (B)(6) 2020, the clinician noted that antifungal powder and skin prep were applied to the patient's peri wound and v.a.c.® therapy was resumed utilizing dermatac¿ drape. The infection resolved and the patient is tolerating the new drape well. The nurse noted the v.a.c.® drape may have contributed to the event. Per kci records, v.a.c.® therapy was discontinued on (B)(6) 2020. The v.a.c.® drape lot number was not available; therefore, a device history record review could not be performed. A device evaluation for activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.